Manufacturer narrative:
(B)(4): the customer reported that the unit locks up and reboots on its own. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the failure was verified. The processor pca was replaced to resolve the issue.

Event description:
The customer reported that the unit locks up and reboots on its own. There was no report of pt involvement.